Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having issues with kinked cannulas and her blood glucose went up to 400 mg/dl. The patient treated with the insulin pump and manual injection and her blood glucose decreased to 49 mg/dl. The customer also mentioned issues with two low blood glucose incidents, which she believes were caused by her current basal rate settings; she thinks that her basal rate settings need to be changed to accommodate her needs. Troubleshooting was declined for the hyperglycemia and hypoglycemia; she will wait until her settings are adjusted. Her current blood glucose is 62 mg/dl. No products were returned or replaced.